Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the seals were tearing. The rep was given a bag with (4) 511sd trocars. The bag is fluid filled and the rep is sending in as is. The trocars were part of a fdc15 kit. There was no consequence to the patient.